Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm and vessel morphology are unknown. The pt has a history of coronary artery disease, congestive heart failure, and cerebrovascular insufficiency. The implant procedure was uneventful; however, on the same day the pt had acute thrombosis of the right iliac, femoral and popliteal arteries with an acute ischemia of the right leg. Thrombotic embolization of the right femoral and popliteal arteries was performed retrieving a large amount of thrombus. It was reported that there was a kink or eccentric occluding lesion noted in the right external iliac artery near the termination of the aneurx device. Retrograde injection revealed excellent inflow and no residual defect, stenosis or thrombotic material at the iliac and femoral level. No additional clinical sequelae were reported and the pt was taken to the recovery room in satisfactory condition.